Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
The patient reported a sudden loss of stimulation, and that for the past week prior to date notified they haven't felt good. It was stated that they have had a lot of swaying and body movements, with their legs moving under the table. An appointment is scheduled with the healthcare provider (hcp) for (B)(6) 2016. The patient is also seeing a low programmer battery icon as of date notified. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
The patient code listed is now applicable to the event upon further review.

Event description:
Additional information received via the consumer reported the patient had not realized the small batteries were within the programmer. Steps taken to resolve the loss of stimulation and return of symptoms involved changing the batteries. It was noted the patient programmer low battery was resolved and replacement of the patient programmer batteries resolved the loss of stimulation and return of symptoms.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.